Manufacturer narrative:
Event date is estimated the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Patient lost therapy due to not charging their device for approximately three years .due to this the ipg was deemed inoperable and as result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.